Event description:
The customer contacted baxter's technical service center to report a leaking cassette found inside the home choice (hc) device door during use. The home patient (hp) stated that solution was coming out of the hc door. The baxter technical representative (tsr) had the hp close the clamps and cycle power. The hp stated that he had gone through the set up again and saw the solution dripping from the door when the hp connected. The hc had alarmed power restored/ initial drain. The hp started initial drain. The tsr asked if the hp was connected, the hp stated 'no'. The tsr assisted the hp with ending therapy and getting the set out. The tsr asked if the set or the inside of the door was wet, hp stated 'no'. The tsr stated that the solution might have come out of the patient line during priming which was fine. The tsr asked the hp if he store the supplies in the cold area and hp stated 'yes'. The tsr recommended the hp let the supplies warm up for half hour to an hour before setup. The tsr advised the hp to contact the registered nurse(rn) for any missed therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of leak was not confirmed and the cause was undetermined.